Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january of 2024.